Event description:
The customer stated that he tested his blood glucose using breeze and accucheck meters. The breeze meter read 358 mg/dl and the accucheck read 174 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.